Event description:
The facility alleges during a transfer of a resident, one of the loops of the sling slid off the hanger bar, causing the resident to fall to the floor. The alleged injuries resulted in stitches to their head and lip.

Manufacturer narrative:
Information provided by the facility indicates that this user fell out of the sling during transfer. The complaint, as received, indicates that the loop of the sling somehow became detached from the spreader bar hook during transfer of the patient. Properly used, sling loops will not come off the hook as described. User guides are clear in instructing as to the proper and safe use of the product. No malfunction of the device has been alleged. As a precaution, manufacturer is having device returned for inspection. Additional training information for facilty involved has also been provided.